Manufacturer narrative:
Concomitant medical products: 1388t lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an elective pocket revision due to weight loss and now post pocket revision the svc (superior vena cava) defib impedance has increased and triggered an alarm for high svc impedance on the right ventricular (rv) lead. The svc coil was programmed off. The rest of the rv lead remains in use and the shocking vector is now between the device and rv coil. No patient complications have been reported as a result of this event.